Event description:
It was reported that during follow-up there was no atrial or ventricular trend data available and a "no valid data" message was received. The atrial and ventricular trend data was available during an in-office test. It was further noted that a bit-flip in the diagnostic memory likely occurred. In addition, performance data was analyzed and the right ventricular lead tested out of specification. The device and lead remain in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Oversensing occurred. One lead failure predictor (lfp) high rate non-sustained episode of 215 ms average ventricular cycle occurred on (B)(6) 2012 19:39:59.